Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas to report the patient obtained a blood glucose level of 600 mg/dl and experienced the symptom of nausea after receiving an occlusion alarm on the reported pump. The patient replaced the infusion set and infusion site but the issue was not resolved. The patient was taken to the emergency room. No further information was provided about the patient¿s status. No pump troubleshooting could be done, as the reporter was not with the patient. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however, was unable to reach him by telephone. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump occlusion issue occurred, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Supplemental #1 submitted: 07/14/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis with the following findings: review of the alarm history revealed multiple records of occlusion alarms. The black box and history data was not available from the date of the complaint due to continued patient use. On investigation, the rewind, load and prime sequence was performed successfully. The force sensor was evaluated and found to be operating within the required specifications. The pump was exercised for 24 hours without any issues. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint was verified in the pump history but could not be duplicated during testing.